Manufacturer narrative:
H3, h6: the device, intended for use in treatment was returned for evaluation: a visual inspection was conducted and confirmed that the d-rad volar guide block 3h/4h left std has a missing piece which could cause it to not properly function. The missing piece was not returned with the device. The manufactured date for this device is 2018. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that, during an unspecified surgery a piece of the d-rad volar guide block 3h/4h left std broke off outside the patient. The procedure was completed without delay using a smith and nephew back-up device. No other complications were reported.